Event description:
Our pm (B) (6) referred that: "during the cadaver lab, as soon as the item (never used before) was used in the procedure, its tip broke. The training went on using the other items."

Manufacturer narrative:
Device is available to stryker, but hasn't been returned yet. Evaluation of actual device will be conducted and reported in follow up.